Event description:
Stent opened onto the back table, prepped and placed in pt, then it was noted that the bottom of the package was not sealed. Outer box was sealed, seal broken then stent opened. Pt was medicated with ancef 1 gram after the procedure.